Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 to 60 (mg/dl). Reportedly, the customer was a new pump user and the settings were being adjusted by the healthcare provider. The customer declined to provide additional information regarding the reported event.